Event description:
Customer reports that during epigastric hernia repair, the suture was breaking without much tension. There are no reported adverse consequences to the patient related to this event.